Event description:
During a tympanoplasty procedure, black iron-like powder came out of the bur and fell into the patient. The powder was rinsed away and easily removed with saline. A replacement bur was used to complete the procedure. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The customer discarded the device. Therefore, an analysis will not be performed. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.